Event description:
Implantation in 1973. Pain in breasts, deformed and hard breasts, debilitating fatigue, sore throats, low motivation, depression, calcification of breasts, raynaud's phenomenom, general malaise, change of color of fingers to blue, weight changes, bruised easily, tubal pregnancy, sinus problems, headaches, severe abdominal pain, gas, nausea, diarrhea, irritable bowel syndrome, personality changes, painful urination, allergies, hives, itchy eyes, rashes, photosensitivity, stiff shoulders, neck and back, emotionally out of control, constant yeast infections, candida, sleep disturbances, recurrent flu illnesses, chemical sensitivities, tingling and burning in breast, arms, shoulders, side and hands, numbness in arms, hands and fingers, cold sweats, low-grade fever, night sweats, constant muscle and body aches, mood swings, constant pressure behind eyes, burning dry eyes and dry mouth, eye infections, sinus infections, ear pluggage, pain and swelling in neck, back, hands, arms and wrists, muscle weakness and pain in upper arms and shoulders, no mobility in upper arms, very painful to use, no circulation in fingers and toes, burning pain in chest, breast, arms, sides, shoulders and back, brain fog, memory loss, cognitive loss, mental clarity reduced, nausea constant (thought she was pregnant), blurred vision, dizziness, difficult to get up without losing balance, spacey disconnected feeling, poor night vision, coating over eyes, speech problem, stuttering, reduced concentration, joint pain, shortness of breath, paranoia, epstein-barr virus, swollen lymph nodes, difficulty swallowing, whiplash, tmj, cfs, heart palpitations, was told that calcification is just the corner of the implant, explantation in 1991, diagnosed with high igg (candida), tried acupunture and chinese herbs for control of symptoms, rash on back of neck since removal, burst during removal, disfigurement, loss of excessive breast tissue, scar tissue inside and outside, severe calcification, thyroid disease, some symptoms lessen after removal but most continue, fainting spells, and intestinal tract in bad shape. (*)